Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device manufacture date was documented as unknown in the initial report. It has been updated to march 28, 2018. This actual device was returned for evaluation. Quality engineering evaluated the device and determined that locking mechanism was loose and did not hold the broach securely. The adapter is non-functional due to not locking securely. The adapter no longer hold the broach securely due to the wear of joints of the locking mechanism the adapter has exceeded its life expectancy. Therefore the reported condition was confirmed. During review of the device manufacturing records for this device it was found that there were no anomalies that occurred during the manufacturing or processing of the device that would have been expected to cause or contribute to the reported event. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The device date of manufacture is unknown; therefore, UDI: (B)(4). Device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the adapter device did not lock onto the broach device while the impactor was in use. It was reported that the event took place during a lab. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.